Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent kit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the pancreatic duct, performed on (B)(6) 2017. According to the complainant, a few hours after a pancreatic stent implantation, the patient experienced pain and inflammatory syndrome appeared. A CT scan was performed and showed a doudenal perforation at the tip of the pancreatic stent in the retroperitoneal position. Antibiotic therapy has been administered. Ovesco endoscopic clip type was used to a j3 ablation of the stent and closure of the incision. The patient's condition at the conclusion of the procedure was reported to be good.